Manufacturer narrative:
Results: the 5max ace was fractured under the strain relief approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 5max ace was kinked and was not used. Evaluation of the returned device revealed that the 5max ace was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is removed from the packaging hoop forcefully at an angle, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected during in-process inspection.

Event description:
The patient was undergoing a thrombectomy procedure, using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found kinked and was not used. The procedure continued using a new 5max ace.

Manufacturer narrative:
Correction to section g5: k133317.